Event description:
A (B)(6) patient's husband contacted zoll customer support to report that the patient's monitor had alarmed and it smelled like something was burning. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (overheating) has been confirmed. As received, the monitor would not power on. The cause of the overheating and inability to power on is damage to the defibrillator board. The cause of the damage is arcing of the traces on the board. The cause of the arcing is a short on high-voltage capacitor c19, which also damaged discharge resistor r46. The root cause of the short was not positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.